Event description:
It was reported that, "surgeon removed bi-polar head and converted to a total hip. Eon stem remained, new cup, liner, and head from stryker were implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The catalog number & lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If it becomes available, the eval summary will be submitted in a supplemental report.